Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the left superficial femoral artery (sfa) and popliteal artery. Approximately 18 months after the index procedure, the patient's left sfa and popliteal vessels were reportedly reoccluded. A revascularization was performed involving normal percutaneous transluminal angioplasty (pta) and stent placement, which the hcp deemed was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00173.

Manufacturer narrative:
Additional information: the event description had the following phrase added "but the cec has adjudicated that the study device is possibly related to the event of reocclusion." Conclusion: the conclusion had the following phrase added "but the cec has adjudicated that the study device is possibly related to the event of reocclusion." Corrected data: the UDI no. Was changed from "(B)(4)" to "(B)(4)." The contact person for lutonix was updated with contact information to current fa manager. (B)(6). The eval codes were changed to align with guidance that was received by FDA. The following method codes were changed from: 3263, 3317 to 4115, 3331, and 4110. The following conclusion code was changed from 92 to 4310. The sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure, but the cec has adjudicated that the study device is possibly related to the event of reocclusion. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the left superficial femoral artery (sfa) and popliteal artery. Approximately 18 months after the index procedure, the patient¿s left sfa and popliteal vessels were reportedly reoccluded. A revascularization was performed involving normal percutaneous transluminal angioplasty (pta) and stent placement, which the hcp deemed was successful. The investigator assessed the event was not related to the study device or procedure, but the cec has adjudicated that the study device is possibly related to the event of reocclusion. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00173.